Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis, calcification and vessel tortuosity. Failure to follow instructions (burst rate exceeded). (No results available since no evaluation performed) - device or procedural images not provided for review. (None) ¿ device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis, calcification and vessel tortuosity. Failure to follow instructions (burst rate exceeded). (B)(4).

Event description:
Procedural images review; procedural images confirm a tortuous and calcified proximal lad lesion. The vessel is wired and a balloon is inflated ¿ most likely the spl20020x balloon. The images show one marker band remaining on the wire. This appears to confirm the detachment of components.

Event description:
Physician predilated a lesion in the proximal left anterior descending artery using a sprinter legend 2.0x20mm balloon. Target lesion had calcification, stenosis and severe vessel tortuosity. Balloon was inflated to 20 atm. When removing the balloon after deflating the physician noticed resistance. Angioscopically, it was noticed that the radiopaque marker of the catheter was detached from the catheter. The marker was reported to be visible in the vessel under angioscopy post removal of the device. The detached material remained in the patient. No patient complications were reported.